Event description:
The customer reported being hospitalized due to high blood glucose of 839mg/dl. The customer was experiencing unexplained high glucose for the past several days. The customer mentioned that he had gastric bypass since (B)(6) 2011, and she had problems with it. The customer stated that she had gastric ulcers, and was sick prior to her admission. The customer did not want to troubleshoot and stated that her insulin pump was working properly. The customer's most recent glucose reading was 148mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.